Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump alarmed motor error during bolus. Customer's blood glucose was 600 mg/dl. Troubleshooting was performed for the alarm but customer declined for troubleshooting for the high blood glucose. The device was not exposed to an MRI. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to monitor the device and is not returning it for analysis.